Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. We were unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test, low battery alert and button/keypad unresponsive due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had constant tone. The customer also reported that the buttons stopped responding. The customer's blood glucose was 210 mg/dl at the time of incident. The customer's blood glucose was 352 mg/dl at the time of call. The customer stated that they corrected the high blood glucose with manual injection. The insulin pump will be returned for analysis.